Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a female patient who had previously been using a competitor¿s breast implants and ruptured their right side after falling. The patient then underwent a unilateral breast augmentation revision in which their device was replaced with a 300cc mentor memorygel breast implant on their right side only. Since receiving their mentor implant, the patient had undergone numerous procedures with their plastic surgeon to remove the free silicone from their prior non-mentor implant. Additionally, the patient reported several postoperative symptoms such as: swelling, inflammation, joint pain, dry skin, rapid weight gain, hormone imbalance, food intolerance, rash, angioedema, hives, hair loss, swollen feet and hands, memory loss, swelling on the side of their right breast, random eye swelling, baker¿s cysts, night sweats, inflamed mastoid on their left side, insomnia, and intolerance to cold and heat. No device issue on the mentor breast implant such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.